Event description:
It was reported that a patient had an infection. Upon follow up, the patient¿s clinic manager (cm) revealed the infection referenced by the patient was a sexually transmitted disease (std). The std produced sores on the patient¿s lower abdomen, groin, and anal surfaces. The sores were actively oozing fluid, and the patient was transitioned to hemodialysis (hd) before any abdominal infection could occur. The cm reported the patient was never diagnosed nor treated for peritonitis. The patient¿s sores remain; however, they are being controlled through the use of specific medication(s). The patient remains on hd and is tolerating the modality well. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: b3 additional information: b5, g1, h6, h10 clinical statement: based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Upon evaluation of additional information received, it was determined that the event reported on 2937457-2021-00835 was not a reportable event related to the fmc liberty cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 2937457-2021-00835.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Additional information was not provided.